Event description:
It was reported that during a lap cholecystectomy, every third clip would misfire, the clip deployed however it was partially formed. The surgeon pulled the device from the trocar and fired it outside the patient; two clips came out at the same time. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.